Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2014 by the user facility clinical engineer, patient was burnt at insertion site. Procedure stopped due to burn, skin discoloration around site. After burn irrigated burned area to continue, removed damaged tissue and closed wound with a suture. No other harm or serious injury reported for this patient for this event.